Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have an induction stove in their house and that when they have two burners on at the same time and are close to the stove, they feel weak. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.